Event description:
Procedure type: unk. According to the reporter: the sils port was used in a robotic case and the original procedure was completed without incident. After several months passed, the pt returned for f/u and they realized that a 5 mm sils cannula had been left inside the pt. They performed another procedure to remove the cannula and no pt injury was noted. The surgeon explained that with the robotic arms moving in different directions, one of the lumens in the actual port must have stretched causing the 5 mm cannula to slide into the pt. He is completing an incident report for the hosp that will include pictures, which he will share with us upon completion. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. Pt status is good.

Manufacturer narrative:
(B)(4).